Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was having issues with button response with their insulin pump. It was reported that the customer's blood glucose level was 122mg/dl. It was reported that the device would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. The insulin pump had cracked case at display window corner and minor scratches on lcd window.